Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): helix/lobe distorted/bent. Visual comment from investigator: the helix does not appear to fully retract because it is stretched.

Event description:
It was reported that during the implant procedure the lead helix was partially extended and would not retract. The helix caught on the vein and would not advance. Several attempts to retract the helix were unsuccessful. The lead was not implanted.